Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown reason approximately 2 months post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This lead was subjected to and passed lead insertion, continuity and hipot testing. The lead was noted to be deformed believed to be induced in the field.